Event description:
It was reported that during a 6 week post-operation visit, after a da vinci prostectomy procedure, the dr noticed a burn mark on the pt at the trocar site. The burn mark was located on the pt's abdomen. The site advised that they did not deviate from the recommended setup instructions for the esu (electrosurgical unit).

Manufacturer narrative:
An isi rep visited the site and performed a visual inspection on all three of the site's bipolar maryland forceps instruments. No defects were observed on any of the instruments. The root cause of the customer reported failure mode cannot be determined. The site indicated that they will be returning the instrument to isi for add'l eval. A f/u MDR will be submitted once the instrument is rec'd and in-house failure analysis has been completed. The following medwatch reports listed below were also sent to the FDA for the two other bipolar maryland forceps instruments evaluated by the isi rep: MFR report # 2955842-2008-00112; MFR report# 2955842-2008-00113.